Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this atrial lead was suspected of having a conductor fracture as it exhibited impedances greater than 2500 ohms and no sensing measures. In a revision procedure, attempted replacement leads could not pass a stenotic lesion in the patient's superior vena cava, therefore the procedure was abandoned and the current system remained implanted. No adverse patient effects were reported.